Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported standby button sticking was confirmed as the button was found to be sticking when serviced onsite. It is probable that the button sticking was due to dirt accumulation on the switch's shaft over time. Cleaning of the switch resolved the issue. Analysis also found there was a damaged o-ring in the back of the unit. It is probable that the damage to the o-ring was due to normal usage wear. Device service history record (shr) review: a service history was performed for this console. The review showed that the laser console was installed on (B)(6) 2013. It was last serviced on 12 february 2021 and found to be fully functional. Device technical analysis: the console and/or parts were not returned for analysis. The console was serviced onsite by a field service engineer (fse). During visual inspection, the fse found that the standby button was sticking. Cleaning the standby switch with the switch cleaner resolved the problem. There was a damaged o-ring in the back of the unit. The fse replaced the o-ring. During functional evaluation, the laser console passed full functional and electrical safety testing. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per the aura lasers manual. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the standby button was sticking and sometimes the laser is not firing. Although the procedure was not able to be completed, there were no complications to the patient as a result of the event. This event is being reported for aborted/cancelled procedure.